Event description:
Customer called in to inform us that the system would not power up. They were not monitoring a pt. The system had been down for some time. This resulted in the loss of the ability to track pt vital signs from a central location, although there were no pts connected to the system at the time. Tech support attempted to assist the customer in restoring operation, but the acuity system did not respond.

Manufacturer narrative:
The cpu is obsolete and unrepairable. The customer will not be returning it for eval.